Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jun-2018. This spontaneous case was reported by an other health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a (B)(6)-year-old female patient who had essure (batch no. D40628) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and systemic lupus erythematosus rash ("facial skin eruption lupus-like"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia and systemic lupus erythematosus rash outcome was unknown. The reporter provided no causality assessment for menometrorrhagia and systemic lupus erythematosus rash with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 8-jun-2018 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by an other health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a 41-year-old female patient who had essure (batch no. D40628) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. In (B)(6)2017, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and systemic lupus erythematosus rash ("facial skin eruption lupus-like"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the menometrorrhagia and systemic lupus erythematosus rash outcome was unknown. The reporter provided no causality assessment for menometrorrhagia and systemic lupus erythematosus rash with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.